Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll at this time. The customer has indicated that they will keep us informed on when their facility will release the device for evaluation. Please refer to medwatch number 1220908-2015-02449 for a similar report from the same customer.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was intermittently unable to obtain an ECG signal. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please refer to medwatch number 1220908-2015-02449 for a similar report from the same customer.